Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient lost stimulation due to inoperable ipg. Troubleshooting was attempted to no avail and ipg was unable to communicate with external devices. The clinician programmer (cp) and patient programmer displayed error messages indicating that the ipg was not paired, unable to communicate with programmer and unable to be repaired. It was noted that did not have any procedures and only used burst programs - one was with a target of 1.45ma and the other one was with a target of 1.35ma. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported that the patient presents to the trauma hospital because their proclaim device is not stimulating and fails to connect to their ipod controller. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The report of ¿cannot connect to ipg¿ was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service app condition was the result of an unknown event that occurred on 24oct2023 causing a reset error, which then caused the last battery timestamp to be logged on (B)(6) 2023.

Manufacturer narrative:
A case of the patient presents to the trauma hospital because their proclaim device is not stimulating and fails to connect to their ipod controller was reported to abbott. On 15nov2023, rep (B)(4) provided cp logs for ipg (B)(6) from 11oct2023 to 09nov2023. Logs display the following sequence several times: "found generator in service app", cannot connect to generator", "a problem was found with the generator that could not be repaired.", "service app recovery: reached max tries to switch the generator form service app to therapy app - will not try again in this programmer session." Logs confirm ipg recovery attempts were made but were unsuccessful. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that the clinician programmer (cp) logs were reviewed and showed that the ipg displayed the error messages: "found generator in service app" ,"cannot connect to generator", "a problem was found with the generator that could not be repaired.", and "service app recovery: reached max tries to switch the generator form service app to therapy app - will not try again in this programmer session." Cp logs confirm ipg recovery attempts were made but were unsuccessful.